Event description:
The customer stated an architect i2000sr analyzer generated a (B)(6) result for one patient sample. The architect generated a negative (B)(6) result. The sample was repeated at another facility using an architect analyzer and a cobas analyzer. The second architect analyzer generated a negative (B)(6) result, but the cobas analyzer generated a (B)(6) result. The patient had a history of (B)(6) test results. The (B)(6) result was not reported outside the laboratory.

Manufacturer narrative:
This report is being filed on an international product, architect anti-hbc ii, list 08l44, that has a similar product distributed in the us, architect core, list 06l22. (B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer stated an architect i2000sr analyzer generated a (B)(6) result for one patient sample. Further investigation of the customer issue included a review of the complaint text, testing of a retained kit of anti-hbc ii reagent, a search for similar complaints, and a review of labeling. A retained kit of architect anti-hbc ii reagent, lot 14119li00, was calibrated and met specifications. All control values were in range. Clinical sensitivity was evaluated using biomex seroconversion panel scp-hbv-002 and passed. Tracking and trending identified no adverse trends and no non-statistical trends for the complaint issue. Labeling was reviewed and found to be adequate. No product deficiency was identified for (B)(6) results.